Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this device could not be interrogated. Boston scientific technical services (ts) provided some troubleshooting techniques. As the troubleshooting was not successful, the patient was hospitalized and a revision procedure was scheduled. Most likely, the cause of the battery depletion appears to be a result of a high number of shocks due to atrial fibrillation with a high ventricular rate. The device was explanted and confirmed to have a sort of anodized color. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection noted that the device case was severely anodized. Analysis concluded the no telemetry condition was the result of a depleted battery that was caused by a high current condition. The root cause of the high current condition was not able to be determined.